Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged pump error 63 alarm, possible under delivery and high bgs found on apr 12, 2021. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. However, pump error 63 alarm during self test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of april 12, 2021, pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on 04/12/2021 09:49:59.000. Also, a manual bolus delivery of daily total ofb olus insuli ndelivered = 16.7 u bolus was recorded. 04/12/2021 00:05:32.000 normal bolus delivered. Normalbolus amount programmed = 5.3. Bolus amount delivered = 5.3. 04/12/2021 02:32:42.000 normal bolus delivered. Normal bolus amount programmed = 5.2. Bolus amount delivered = 5.2. 04/12/2021 04:48:30.000 normal bolus delivered. Normal bolus amount programmed = 6.2. Bolus amount delivered = 6.2. Device was programmed with multiple bolus del.iveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) due to a broken trace on u1 keypad assembly. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Pump error 63 alarm was confirmed. Pump error 63 alarm during self test due to broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and user was alleging insulin pump for possible under delivery anomaly. Blood glucose level was 500 mg/dl at the time of incident. Customer stated that they treated it with injection. Customer also mentioned that they alleged insulin pump for under delivery issue because insulin drop were not showed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to test insulin pump. The insulin pump will be returned for analysis.